Event description:
Caller reported a malfunction on the pump described by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support determined the issue required replacing the pump and confirmed shipping details for a replacement. The customer was instructed on how to put the pump into storage mode and return it to tandem using a provided return box and pre-paid label. Additionally, instructions were given on programming settings and connecting the cgm to the new pump. The customer understood and acknowledged all instructions, and a replacement pump was sent.